Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had a completely dark output and no light coming out of the scope. The issue was found during an unspecified procedure, which was completed with the same set of equipment. There were no reports of patient harm.